Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. The root cause of low flow was biomaterial ingestion.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 60-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump had constant suction despite increasing volume and repositioning. Blood products were provided. The patient remained on impella cp support.